Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient's primary surgery was in (B)(6) 2014. On (B)(6) 2015 is was found that the rod fell in the leg, fractured the femur and opened up an old fracture. Patient had a revision in (B)(6) 2015 in which all parts were removed due to malfunction of hardware (as per surgeon). Update: received additional information: it was reported that after primary surgery in (B)(6) 2014, it was reported that there was too much pressure up at the top where the initial bolt was. One pin at the bottom of the rod was broken in half. Patient had surgery - removed upper pin and half of broken pin. Date of explant unknown. Left half broken pin implanted. It was alleged that patient is allergic to some metals.

Manufacturer narrative:
The evaluation revealed the broken locking screw to be the primary product. An inspection of the screw and a review of the manufacturing and inspection documents (DHR) were not possible because the screw portion and the lot code were not available. The provided x-rays showed a right femur fracture at proximal, treated with a gamma3 long nail. X-rays, showing the screw breakage breakages, were not provided. Therefore a root cause evaluation based on the x-rays was not possible. After review of the medical records it was found that the patient was obese and the treated unstable fracture was not healed (non-union). Furthermore diabetes, dementia, ¿black outs¿ and bone demineralization was reported ¿ most likely resulting in corresponding medication. The screw had broken approx. 20 months after implantation with confirmed insufficient bone healing. Unstable fractures, non-unions, obesity, mental disorder, diabetes and poor bone quality are / were listed as adverse effects in IFU(s) and operative technique(s) that can lead to implant breakages. Due to missing follow-up x-rays it could not be determined if the bone fragments had subsided during the course of implantation. Permanent existing gaps between the fragments would lead to increased axial load contributing to increased risk of implant breakage. Usually the healing period of femur fractures is = 6 months according to stryker internal literature research (refer to statement (B)(4)). Based on the given information the screw most likely broke due to the non-union, contributed by overweight and other diseases of the patient. A manufacturer related matter appeared to be unlikely. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. With available information a deficiency of the screw could not be verified.

Event description:
Patient's primary surgery was in (B)(6) 2014. On (B)(6) 2015 is was found that the rod fell in the leg, fractured the femur and opened up an old fracture. Patient had a revision in (B)(6) 2015 in which all parts were removed due to malfunction of hardware (as per surgeon). Update: received additional information: it was reported that after primary surgery in (B)(6) 2014, it was reported that there was too much pressure up at the top where the initial bolt was. One pin at the bottom of the rod was broken in half. Patient had surgery ¿ removed upper pin and half of broken pin. Date of explant unknown. Left half broken pin implanted. It was alleged that patient is allergic to some metals.